Manufacturer narrative:
The lot/device manufacturing records were reviewed and found to be acceptable. The device involved in the reported event requested however to date, it was not received for evaluation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(6) indicating that cutter didn't cut. There was no patient impact or injury reported.